Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. The initial MDR was submitted on time but failed. Failure occurred due to submission uploaded as a .pdf instead of a .xml file. Messageid: (B)(6). Coreid: (B)(6). Datetime receipt generated: 11-21-2023, 15:12:30 "cdrh has received your submission"

Event description:
As reported by user facility: IV pump continuously alarming for air bubble on insulin gtt. The pump was primed to relieve any possible air bubbles and none have come out from the suggested priming. The tubing and bag of insulin itself were both changed. The pump was turned off then back on to try and troubleshoot it. The pump is still alarming for air bubble. The insulin gtt has now been changed to a different pump. No injury reported.